Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) no longer audible alarms. Per the customer no alarms were missed as the alarm indicator did light up whenever a patient alarmed. Technical service (ts) asked the customer to check the audio cable and found out that it was plugged into the wrong jack. Once the customer added the audio cable to the audio jack, the audio alarm cameback on. There was no patient injury reported. Investigation summary: during troubleshooting, it was identified that the audio cable was plugged into the incorrect port of the cns. After the audio cable was plugged in the correct port, the issue was resolved. The root cause of the issue is improper device set-up. The administrator's manual for cns-6801a provides a diagram of the proper cable connections for the device. If the administrator's manual was followed, and the audio cable was plugged in the correct port, the issue would have not occurred. No corrective actions will be performed at this time. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6: attempt # 1: (B)(6) 2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 2: (B)(6) 2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 3 (B)(6) 2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. B6 attempt # 1: (B)(6) 2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 2: (B)(6) 2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 3 (B)(6) 2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. B7 attempt # 1: (B)(6) 2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 2: (B)(6) 2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 3 (B)(6) 2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information.manufacturer references # (B)(4).

Event description:
The customer reported that the central nurse's station (cns) no longer audible alarms. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) no longer audible alarms. Per the customer no alarms were missed as the alarm indicator did light up whenever a patient alarmed. Technical service (ts) asked the customer to check the audio cable and found out that it was plugged into the wrong jack. Once the customer added the audio cable to the audio jack, the audio alarm came back on. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 08/02/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 2: on 08/09/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 3 on 08/12/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 1: on 08/02/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 2: on 08/09/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 3: on 08/12/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 1: on 08/02/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 2: on 08/09/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information. Attempt # 3 on 08/12/2021 a phone call was made in an attempt to gather patient and device information, a voice mail was left for dean to call me back with the patient and device information.

Event description:
The customer reported that the central nurse's station (cns) no longer audible alarms. There was no patient injury reported.